Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The carrier/com express board was replaced. No report of patient involvement. Unique identifier ¿ (B)(4).

Event description:
The hospital alleges the unit goes into an intermittent system reset. There was no report of patient involvement.